Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for eval. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the twelve month complaint history record for this prod family was conducted. In the past 12 mos, there has been one other reported event of trigger cord breakage. This represents an unusual report. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for eval. The info provided indicated the endoscope used with this ligator had rec'd an accessory channel repair. It has been our experience that the repair of an accessory channel can cause the channel to become compromised and cause difficulty with band deployment. In these cases the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. If the handle is rotated further, curving of the endoscope can occur. The instructions for use for this prod line contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." If excessive pressure was applied to the device handle in response to band deployment difficulties, causing the trigger cord to be trapped within a compromised endoscope channel, eventual breakage of the trigger cord is possible. Prior to distribution, all six shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed this lot met mfg specs prior to distribution. Corrective actions: no corrective action warranted at this time, as the report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure a band non-emergent varices in the esophagus, the physician used a cook endoscopy six shooter saeed multi-band ligator. During the procedure the ligator bands would not deploy and the endoscope curved. The trigger cord broke during the attempted deployment. The brands remained undeployed. The ligator and the endoscope were removed from the pt. Nothing had to be retireved from the pt. At this time, the pt did not require and add'l medical procedure due to this occurrence. The pt did not experience an adverse effect at this time.